Event description:
It was reported that during the implant attempt the left ventricular lead could not be advanced beyond visible stenosis. Greater pressure was applied and the implant vessle tore. Patient blood pressure dropped. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor.